Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system cat3 aspiration catheter (cat3) and a guidewire. During the procedure, it was reported the cat3 broke while advancing. No additional information about the procedure was provided.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned cat3 confirmed that the catheter was fractured. If the cat3 is advanced against resistance, damage such as a kink may occur. Further manipulation of the kinked device against resistance may worsen to a fracture. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed ovalization in the distal fractured segment. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.